Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the customer had been hospitalized twice since september due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer's mother reported that the device had alarmed a no delivery alarm. Customer did not complete troubleshooting and wanted the device replaced. Customer agreed to return the device for analysis.